Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 2.1 failed and was not detected on bus. A field service engineer (fse) first reseated all cables and wires, examined the retractor band and pyxie bus cable, and cleaned the latch inseparable components. After rebooting, drawers 2.1 and 2.2 were still not detected in the hardware test application (hta). The fse then replaced the pyxie bus module control board and rebooted the system. The drawers were then verified as operational in hta, and testing was completed. The application was launched, and the escort was able to access pyxis without any issues. Functionality was tested and confirmed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and was not detected on bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.